Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - label content incorrect. Two photographs of 10ml twinpak syringes from material 303393, batch 5065846, were received and evaluated. The evaluation revealed that one package displayed a 5ml syringe on both the front and back sides with no defects, while the other package showed 5ml labeling on the top web and a 10ml syringe visible through the clear side. This condition is non-conforming per product specifications. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material#: 303392. Batch#: 5065846. The following information was provided by the initial reporter: verbatim: "it was brought to my attention there¿s mis-label on the packaging for the 5ml syringe ref (B)(4). We have 7bx of 303392 (97317) 5ml but inside of the packaging is the 303393 (60902) 10ml."